Event description:
It was reported that the patient presented for follow up. A device interrogation revealed failure to capture and failure to sense exhibited by the right ventricular lead. The patient was scheduled for lead replacement and the lead was capped on (B)(6) 2025. The patient was discharged and there were no further patient consequences.